Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 audio processor was received at service _ repair with reported issue of a broken housing and leaking battery.

Manufacturer narrative:
Conclusion: according to the information received, the recipient reported severe damage to the device. During the repair process of a rondo 3 audio processor, an opened battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. To date there has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The rondo 3 audio processor was received at service _ repair with a reported issue of a broken housing and leaking battery.